Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 37 units after the delivery of 4 units of insulin. Reportedly, the cartridge was filled with 300 units of cold insulin. Blood glucose level was 130 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Insulin delivery was resumed.